Manufacturer narrative:
One implant with mount was returned for investigation. Visual inspection identified minimal wear markings due to usage. No visible damage or deformation were identified. Functional testing was performed for the returned product with an in-house stock device and the mount could not be disengaged/release from product. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age and weight not provided/unknown. Additional 510k number: k943604. Device not returned.

Event description:
It was reported that during placement, the implant and mount would not disengage. The implant and mount come bundled and pre-assembled. Another implant was used to complete the procedure.